Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post ablation procedure the right ventricular lead that exhibited a drop in sensing and an increase in threshold. Lead was extracted and replaced. Patient was stable prior, during and post procedure.